Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited shock impedance measurements out of range, high capture thresholds and low amplitudes. Subsequently, this crt-d and rv lead were explanted and replaced. These products have not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was explanted and was not returned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.